Manufacturer narrative:
Block b3: exact date unknown, event occurred one year ago prior to the date the manufacturer became aware. Block d6b: explant date: 2025.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics with all the available information, boston scientific concludes that the analysis of the data log revealed that prior the explant procedure, there were charging issues due to the thermistor being triggered multiple times and poor charger ipg alignment. These factors are known to contribute to charging difficulty when users don't follow the instructions for use IFU. Therefore, this investigation will be assigned a probable cause of failure to follow instructions.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.